Manufacturer narrative:
Isi field service engineer (fse) investigation has been completed. The fse went onsite and tested the personality module energy device (pmed) in all three ports and checked them in the energy control application. All tests were functional. The da vinci system was tested and verified as ready for use. It was determined that the issue with the energy instruments was related to 3rd party equipment (generator) and not related to an isi product. The fse recommended that the customer have a new energy activation cable, and a backup generator in the event the issue returns. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs and instrument logs with a procedure date of (B)(6) 2020. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. Additionally, all instruments used in the case were used in subsequent procedures with the exception of the following: vessel sealer instrument, which is a single use instrument, and the permanent cautery spatula, for which there have been no complaints filed. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted surgical procedure, there was a loss of insufflation. The surgeon could not see well, and the surgeon cut an unspecified tissue causing a bleeder, however the amount of blood loss is unknown. The energy instruments did not work (as a result of the 3rd party generator), and the surgeon converted to an open surgical procedure in order to control the bleeding. At this time, the cause of loss of insufflation is unknown.

Event description:
It was initially reported that during a da vinci-assisted surgical procedure, the bi-polar instruments were not firing, and the procedure was converted to an open surgical procedure. On 10-jul-2020, intuitive surgical, inc. (Isi) followed up with the initial reporter and gathered the following information: the reporter was not involved in this case. She could not provide specifics on the events that transpired as she was called in after the surgeon had converted to traditional open surgery. However, she was informed that while the surgeon was dissecting, they started losing insufflation, and the surgeon could not see well and cut something, causing a bleeder. The energy instruments were not working, and the surgeon could not wait for troubleshooting, therefore the surgeon elected to convert to open surgery. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.